Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned for analysis in 2 segments. The connector portion measuring 18.0 cm and the distal portion measuring 47.5 cm. External insulation abrasion was noted at 15.0-15.3 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasion was noted at 29.0-30.0 cm from the distal tip. The etfe coating was intact at this location. All other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.